Event description:
The customer called and reported that the insulin pump may not have been delivering insulin. There were no alarms in the alarm history, aside from low reservoir, which was then changed. The customer did not have a clamp to perform high pressure test, but stated customer was on the way to a clinic where the test would be performed with a nurse. Customer's blood glucose was 18 mmol/l. Customer was already on a back-up plan. It was advised to speak with the hospital regarding a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.